Manufacturer narrative:
Fse could not replicate the issue, fse completed service and there was no part replacement required. System inspected, tested and verified as ready for use. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer experienced instrument engagement issues. The system was inspected prior to use, and there were no issues or errors during the powering on of the system. Customer was docked to the patient, monopolar curved scissors (mcs) successfully installed in arm1, and no other instruments were recognized in arm2 or arm3. The technical support engineer (tse) asked customer to remove mcs instrument from arm1, and install it on arm2 and arm3. The mcs instrument was recognized and accepted in all the arms. Tse asked customer to install the bipolar forceps instrument from arm2 into arm1, and the instrument was not recognized. Customer reseated all drapes and opened three different sets of instruments. The only instrument recognized on all arms was the mcs instrument. All other instruments failed instrument engagement. The surgical staff did not observe any outside influences that were impeding movement of the system or psms. The procedure was converted to laparoscopic with no reported injury. There were no post-surgical complications reported an isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse was able to confirm software program was successful by checking the system with the same tools the site was having recognition issues with. The system would recognize all instruments and was able to preform proper instrument engagement. Service was performed to correct reported problem. No part replacement required. System inspected, tested and verified as ready for use.